Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence and gastrointestinal /pelvic floor therapy. Hcp said patient a sudden return of symptoms, they had turned ins off for MRI and after MRI the patient's symptoms returned. Patient also reports she has had falls. Caller checked impedances and they are all green. Caller increased amplitude and patient felt stim in correct location at 2.4 v. Hcp will adjust therapy programming. No further complications were reported or are anticipated.